Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. Upon investigation, the electrode belt failed a te recognition test. The solder joint connecting the rear pulse wires in the distribution node (dn) was broken. The root cause for broken solder joint could not be positively identified. No adverse event resulted from broken solder joint.

Event description:
A us distributor reported that a (B)(6) patient was receiving frequent check therapy pad messages.